Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2014-20062. It was reported the patient had an infection at one of the incision site (site unknown). The patient was treated and the infection was resolved without surgical intervention.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR round a nonconformance related to the product lot. The individual affected device was removed from the lot. The individual affected device was removed from the lot. All other devices within the lot met acceptance criteria. Therefore the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.